Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting ECG "c" and ECG "d" was severed and missing. Additionally, the j704 connector on the distribution node pca was damaged. The root cause for the missing cable was physical abuse. There's no indication that the electrode belt malfunction caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment. Manufacture dates: monitor: 6/14/2013, belt: 8/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home and getting ready for bed when the patient lost consciousness. The patient's family was present and attempted CPR until ems arrived. Review of the patient's download data revealed that the patient was inappropriately treated by the lifevest prior to passing. At 10:15:22 pm, the treatment was delivered. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR and tactile artifact. Oversensing of low amplitude cardiac signal and CPR artifact contributed to the false detection. The patient remained in asystole until the electrode belt was disconnected at 10:19:30 pm on (B)(6) 2019. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment.